Manufacturer narrative:
The insulin pump did not alarm with a button error during inspection; however, the up arrow button was unresponsive due to moisture damage on a keypad trace. The pump was unable to undergo the displacement test due to the unresponsive button. The following physical damage was also noted: cracked battery tube threads, cracked reservoir tube lip, minor scratches on the lcd window, and cracked case at the display window corners.(B)(4)

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a button error during a bolus attempt. The patient's blood glucose at the time of incident was 11.9 mmol/l. Troubleshooting was initiated for the button error alarm. The customer confirmed that they were caught in the rain while wearing the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.